Manufacturer narrative:
This medwatch is reporting the pump, serial number (B)(4). System controller (B)(4) is covered under medwatch MFR report # 2916596-2019-00247, and system controller (B)(4) is covered under medwatch MFR report # 2916596-2019-00441. Approximate age of device ¿ 39 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was found lifeless in the room with a disconnected driveline. The system controller displayed an alarm timer at approximately 12 minutes. The perfusionist reconnected the device and the pump started as expected. The patient was reintubated and transferred to the intensive care unit. Hemodynamic conditions including pump performance were stable. System controller log files showed the driveline disconnection without any technical issues before at 22:51 and the reset of the pump at 23:02. During this time, one of the fuses was blown and a driveline power fault occurred. The clinic checked the backup system controller and it showed the same issue. The system controllers were replaced. It was reported that the patient is now doing fine. The patient was extubated and transferred to the normal ward in completely stable condition. No further issues have occurred. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad support. The reported driveline disconnect events were confirmed through the evaluation of the submitted log files; however, a specific cause for these events could not conclusively be determined through this evaluation. The system controller event log file contained data from (B)(6) 2019 through (B)(6) 2019. On (B)(6) 2019 at 10:51 pm and (B)(6) 2019 at 12:02 am, pump stoppages were observed due to the driveline being disconnected. The events were accompanied with lvad off alarms. These pump stoppages lasted approximately 12 minutes and 5 seconds, respectively. It was noted that during the first driveline disconnect event, both power cables were disconnected causing no external power alarms. After the driveline was reconnected following each event, the submitted log file appeared to show the system operating as intended. The system controller periodic log file noted driveline power fault alarms at the end of the file. The lvad event log file captured events consistent with the driveline disconnects observed in the system controller event log file. Lastly, the lvad periodic log file did not capture any atypical lvad faults and showed the system operating as intended. The instructions for use (IFU) explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency) and states that both the patient and primary caregiver must be able to repeatedly demonstrate ability to successfully complete connection of a driveline to the pocket controller in a timely manner. The IFU explains that at least one system controller power cable must be connected to a power source at all times. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source is disconnected or fails. Both the heartmate 3 lvas IFU and patient handbook outline all system controller alarms as well as the appropriate actions associated with them. These documents warn that disconnecting the driveline from the system controller will result in a loss of pump function and instruct the user to promptly reconnect the driveline to resume pump operation if it disconnects from the system controller. No further information was provided. The manufacturer is closing the file on this event.